Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, it was observed that a case of tubes had white clumps inside. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-dec-2024. Investigation summary: bd received 9 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D2a. There was multiple common device names reported to be involved. The information for the additional device name is as follows: tubes, vacuum sample, with anticoagulant d2b. There was multiple medical device types reported to be involved. The information for the additional device type is as follows: gim the information for the additional 510k is as follows: g5. PMA/510(k)#: k213670, k231373 a device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, it was observed that a case of tubes had white clumps inside. There were no health impact or consequences reported.